Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next day, the patient was hospitalized for the event. The patient was treated with "cleon" (intraperitoneally, dose and frequency not reported) for peritonitis. Seven days after hospitalization, the patient was discharged. The cause of the event was unknown. Dianeal therapy was ongoing. At the time of this report, antibiotic therapy was ongoing. It was reported that the patient recovered from the event. No additional information is available. This is report 2 of 3.